Event description:
Customer reported that a patient had developed a blister on her chin after receiving a laser treatment. The patient is a darker skin type and was treated with incorrect (too high) parameters by the treating physician.

Manufacturer narrative:
A skin type v-vi (per customer reporting) was treated with the elite mpx. The customer did not perform a test spot per cynosure recommendations. The treatment parameters were too high for the dark skin type and were outside cynosure recommendations. A field service engineer inspected and tested the laser after the reported injury and found the laser to be in specification. The laser did not malfunction. The condition of the patient is not known due to lack of cooperation by the reporting physician. Cynosure clinical department contacted the physician 3 times after receiving the initial report and did not get any additional information. Conclusion is that the user did not follow cynosure instructions and used incorrect settings. In addition, user did not perform a test spot.